Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly and plunger dislodge. Customer's blood glucose at time of incident was unknown 3.4mmol/l. Customer stated that there are many air bubbles crating during the insulin transfer and plunger becomes loose. Customer was advised that we will replace the reservoir.